Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. It was reported that the low voltage lead dislodged to the tricuspid valve. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.